Event description:
A talent stent graft system was inserted into a patient for the endovascular treatment of an approximately 250 mm long, fusiform thoracic aortic aneurysm at zone 3 to 4. The distal aortic arch and abdominal aorta had severe tortuosity, and there was severe calcification from the abdominal artery to both iliac arteries, which were 7 mm in diameter. Because of the narrowed, severe calcified access vessels, the physician elected to perform an open abdominal operation in order to connect a conduit for inserting the talent devices. The conduit was connected at a 90 degree angle to the abdominal vessel. It was reported that a talent device was inserted into the patient, and when advancing the device, some resistance with the tortuous aorta was encountered; however, the device was able to be deployed successfully. During the implantation of the first talent device, the conduit became unfastened, and needed to be sewn in again. The physician then inserted a second talent device and during the withdrawal of the outer sheath to deploy the stent graft, the patient experienced a sudden reduction in blood pressure, and severe bleeding from the area of conduit was noted; parts of the abdominal arterial wall became torn and then attached to the conduit. The patient's blood pressure dropped below 30 mm hg, leading to a cardiopulmonary arrest, and after 10 minutes of cardiac massage, the patient's heart rhythm returned. Pressure was also applied to the artery to stop the bleeding, and the physician elected to replace the torn abdominal artery with a synthetic graft, with successful results; blood flow to the legs was confirmed by angiography. The physician then implanted a third talent stent graft distally; however, a type 1 endoleak from the distal sealing zone was evident. The physician elected to balloon the graft, and although the endoleak remained slightly, the physician elected to not intervene any further, but to monitor the patient. It was reported that the physician commented that a slightly larger stent graft should have been used as the distal-most piece and that applying the conduit to the vessel at an acute angle, rather than at 90 degrees, may have caused less stress to the vessel. No additional clinical sequelae were reported, and the patient has recovered.

Manufacturer narrative:
Evaluation codes, results: arterial trauma/dissection/perforation; conclusion: narrowed, severely calcified iliac arteries, severely tortuous and severely calcified abdominal aorta; conduit connected at a 90 degree angle to the abdominal vessel.